Manufacturer narrative:
Patient weight, ethnicity and race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+3.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged with a same vertical different axis lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H6: lens returned in liquid in a microcentrifuge vial. Visual inspection found a haptic torn and broken lens. Dimensional inspection found lens to be within specfications. Claim #(B)(4).

Manufacturer narrative:
Patient weight, ethnicity and race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+3.5/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged with a same vertical different axis lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.